Event description:
Patient reported that after injection with an unspecified juvederm product in an unknown location, the product migrated into the lips. The patient has received oral surgery as a result.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, there additional event and product details are not attainable. The events of "migrated" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: the onset of displacement generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antibiotics, steroids, hyaluronidase, and laser treatment.